Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. The tissue bag was not attached to the body of the device. Upon further inspection, engineering found no other non-conformances. Based on the condition of the returned unit and the customer?s experience, it is likely that the tissue bag fell off when an external force was applied to the edge of the tissue bag. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. While retrieving the specimen, part of the device came apart. No other information available at this time. Type of intervention: unknown. Patient status: unknown.